Manufacturer narrative:
Sensor (B)(6)was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. The sensor data was downloaded successfully. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The returned sensor was further investigated and de-cased. Performed a visual inspection on the returned sensor's printed circuit board assembly pcba and no issue was obsserved. Retunred battery voltage was measured to be within specification range. An extended investigation was conducted. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor, sensor did not read. Performed a visual inspection on the returned sensors pcba, observed that the antenna had been damaged due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. Adc is therefore unable to perform any further testing for this issue. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (device expiry date) was updated.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for section as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.